Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported "head error" occurred during one hour of use, but the pump did not stop. There were no casualties of the patient. According to the service report dated on (B)(6)2020 the affected drive with s/n 90437688 was replaced with a new drive with s/n (B)(6). As stated in the communication grid in the complaint by the ssu on 2020-08-26 the new drive (s/n (B)(6) ) has been delivered to the hospital. Same failure was already investigated at emtec report no. Rma2020-10009 on 2020-02-24 (complaint ot 267240; RMA#39725): the defective drive was sent to the supplier em tec for further root cause investigation: 2020-02-24: em tec report no. Rma2020-10009: the reported head error is a result of wrong handling of the user see below causes. The reported failure could be reproduced and confirmed. The following most possible root cause could be determined for the head error: 1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. 2. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 3. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump are shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. 4. Connection issues between the rota flow console and the drive can lead to a head error, for example defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The reported "head error" occurred during one hour of use and could be confirmed. The device was directly involved in the incident and not able to meet its specifications. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from china that the speed of the machine was normal and the flow disappeared during one hour of use, but the pump did not stop, but the flow showed 4 bars. There were no casualties of the patient. It is preliminarily judged that there may be a problem with the drive pump head, and it is being ordered. Customer provided a video and the error message head error occurred. According to the hospital the patient does not need any longer the assistance of the machine, so the machine has been withdrawn. (B)(4).